Event description:
This ra lead was implanted (B)(6) 2001. And is still in active implant. A call to technical services was made on (B)(6) 2014, stating that there was an insulation issue with this atrial lead. There was noise on the atrial channel and shock channel with isometrics. Diagnostics were stable though with no changes in thresholds or impedances. Sensing was not great at 0.8mv. It was discussed, that atrial lead location could be picking up myopotential of the pectoral muscle, but can not change sensitivity, due to low p-waves. Dropping down a new lead in the ra was suggested. It was reported, that when pacing the atrium at high outputs, the patient feels his chest twitching, which could also go with atrial lead location. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).